Event description:
It was reported that after a sigmoid colectomy procedure, the patient experienced a post-op anastomotic leak and required reoperation on (B)(6) 2022. The patient was given a permanent colostomy and is stable. The echelon powered circular stapler was used during the colectomy procedure to create the anastomosis; the exact diameter of the device is unknown. The surgeon claims the colectomy procedure was successful and there were no issues with the device. The source and reason for the anastomotic leak are unknown.

Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: does the surgeon believe that the ethicon device caused or contributed to the patient complications? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? What is the current patient status? The information has been requested to the complainant but available information is still pending. All known information has been submitted. As new information is made available, the additional information will be reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 01/17/2023 additional information was requested, and the following was received: after asking the customer, I confirm that no information is available.